Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Reportedly, the pump was exposed to water. There was no reported adverse impact to the customer. Reportedly, customer reverted to manual injections for insulin therapy.